Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: during a laparoscopic sleeve gastrectomy, the endo gia 60 was applied to the stomach wall, but it didn't fire. So the procedure was completed with the black cartridge, 60. At the second firing it fired half of the way and refused to open the jaws. We resected the stomach and sewed by hand.